Manufacturer narrative:
Per the t:slim user guide, only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:slim system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was high and on one occasion was 356 mg/dl. The customer delivered a bolus to address the high bg level. After the most recent occlusion, the customer thought that the tubing may have caused the occlusion as it was coiled. During troubleshooting with tandem customer technical support, the infusion set tubing became disconnected at the luer lock. The customer reconnected and tightened the luer lock. Reportedly, the customer had been using apidra insulin in the cartridge.